Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found the unit to be operating properly, no repairs were required. Through follow-up with user facility personnel, the technician was informed that the employee was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "steris recommends (in accordance with ansi/aami st58, 2013) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the proper use and operation of the v-pro max sterilizer, specifically wearing proper ppe and properly drying instruments before processing. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn on their hand while handling items that were processed in a v-pro max sterilizer. The employee washed their hands, self-applied ointment, and returned to work.